Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.a156usqsadzb3. Hardware: sm-a156u. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached over 700 mg/dl while wearing the pod between 4 and 24 hours. The reporter mentioned the patient attempted to use bolus corrections, but bgs would not come down. Symptoms reported include loss of consciousness, difficulty speaking, dizziness, and ambulation difficulties. The diagnosis received was a diabetic coma that lasted 4 days. The patient was in intensive care unit and could not recall treatment. The patient was released on (B)(6) 2026.